Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 245 mg/dl. Prior to the hospitalization, the customer experienced severe abdominal pain and frequent urination. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she did change the infusion set to solve the issue. The customer was told by her healthcare professional to discontinue using the insulin pump until she gets an upgraded model. The customer was transferred to the proper dept for upgrade info. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.